Event description:
It was reported that the patient experienced a loss of therapeutic effect, with a loss of stimulation sensation. The symptoms occurred following a fall earlier in the week. The details off the fall were unknown. It was further reported that impedance testing showed readings greater than 4,000 ohms on some of the bipolar pains. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).